Event description:
The customer reported that the device unexpectedly shutdown and was cycling power. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device unexpectedly shutdown and was cycling power. There was no report of pt involvement. On (B)(6) 2011, a 3rd party fse went to the customer site. The reported failure could not be reproduced. Based on the customer's words we will consider this a failure. We can not determine the cause as the reported failure could not be reproduced. The unit passed all testing and remains at the customer site.